Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 1/22/2020, mentor became aware that the patient had undergone bilateral replacement with the following devices: (left) 425cc mentor memorygel breast implant catalog: 3504254bc lot: 9351505 sn: (B)(4) and (right) 425cc mentor memorygel breast implant catalog: 3504254bc lot: 9351505 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/17/2020, the product investigation was completed. Device investigation summary: the device was visually inspected and two creases were observed in the posterior view. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The second product received (lot number 7695398) is a concomitant device, therefore no further analysis is required. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: 550cc mentor memorygel breast implant catalog: 3505504b lot: 7695398 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (b)(64) asian female patient who underwent breast augmentation revision with a 550cc mentor memorygel breast implant on the left side, suffered capsular contracture; baker grade unknown, post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient also experienced right breast capsular contracture; baker grade IV, which will be reported on another mrn. On (B)(6) 2020, mentor became aware that the patient had undergone bilateral removal on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).